Event description:
It was reported that the pt had a tha on (B)(6) 2004. Recently, the surgeon noticed there were hematomas under the rectus femoris and iliopsoas with a finding of clinical imaging. Therefore, he performed a surgical removal of hematomas and revised the insert and head just in case. As a result, he noticed wear/oxidation and discoloring on the insert. He has requested to investigation some tripartite connection the hematomas and pe wear and oxidation."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.